Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6)2009; dtba1q1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported the patient was admitted to the hospital for implantable cardioverter defibrillator (ICD) stem extraction. The system was extracted due to infection. A right internal jugular temporary pacing lead was implanted. Additional information was received and reported that the night of explant, the patient developed ventricular tachycardia (vt). The patient requested that no measures be taken to terminate/convert the rhythm and the patient died.